Event description:
It was reported that during the persistent atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that farapulse entered in the faradrive and bubbles were observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.